Manufacturer narrative:
(B)(4). The lead is not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a lead revision, this left ventricular (lv) lead was dislodged. The physician was unable to maintain access at the coronary sinus. The lead was explanted. No additional adverse patient effects were reported.